Event description:
A zoll distributor contacted zoll to report that a (B)(6) patient experienced an inappropriate defibrillation event. Multiple counting due to atrial flutter with rapid ventricular response at 136 bpm contributed to the false detection. The patient was reported to have been conscious during the event. The response buttons were pressed after the defibrillation. The patient was seen by a physician.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient was seen by a physician. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4), initial use electrode belt (B)(4): 08/2013 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.